Event description:
It was reported that the capacitor is not functioning. There was reportedly no patient involvement.

Event description:
It was reported that the capacitor is not functioning. There was reportedly no patient involvement. Further information was provided that there was "low energy not charging".